Event description:
It was reported that there was leakage with the pressure infusion ext set w/surplug¿ micro clear. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model: b33122. This product was used for the di and 501k. E1: this complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
Additional information was received stating that the event occurred in dynamic CT angiography and was not detected prior to direction patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was not changed out/replaced with no further problems encountered. There was patient involvement but no patient harm.

Event description:
Additional information received on 27-jan-2025 stating that the event occurred in dynamic CT angiography and was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was not changed out/replaced with no further problems encountered. Number of involved problematic devices is 10. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of leakage on item ih-eh41810 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot number review couldn't be performed due to the lot number for this complaint was unknown. Additional information in b3, b5, d9, and d10.